Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Patient status post lcp proximal humerus plate and screw fixation implanted on (B)(6) 2010 returned to surgeon for follow up visit. X-ray on an unknown date showed a non-union of the humerus. Patient was returned to the or on (B)(6) 2012 for removal of the plate, nine locking screws and five cortex screws. Patient was revised to a periarticular proximal humerus plate and screws. This is 10 of 14 reports for this complaint.